Manufacturer narrative:
.

Event description:
It was reported that before the patient entered the room, the dc motor adapter on the port of the control module was found broken. The case was aborted and the patient was rescheduled for the next day. No patient involvement occurred.